Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that the patient with this neurostimulator had a revision surgery due to lead migration. The patient is doing really well following the revision. There were no complications.

Event description:
It was reported that the patient with this neurostimulator had a revision surgery due to lead migration. The patient is doing really well following the revision. There were no complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006. The device was not returned for analysis. Xrays were provided with no commentary from the expert. A DHR review was performed and found no non-conformances. All established specifications and criteria for release were met. The reported complaint cannot be confirmed. The device was unavailable for evaluation. Known inherent risk was chosen as a conclusion code due to reported issues being covered in risk documentation.

Event description:
It was reported that the patient with this neurostimulator had a revision surgery due to lead migration. The patient is doing really well following the revision. There were no complications.

Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket/510(k) # (g4): additional premarket/510(k) p190006. Additional information: impact codes (h6).